Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt has 2 scs systems. The scs lead from the cervical system is being reported. It was reported pt is no longer receiving effective stimulation and her blood pressure is elevated. A sjm rep was unable to resolve the issue with reprogramming as effective stimulation for the pt's head on the left side could not be obtained. Subsequently, the pt is experiencing headaches on her left side. The pt is to consult with the physician regarding surgical intervention being taken to address the issue. F/u identified as of (B)(6) 2013 the pt began experiencing migraine headaches which lasted for 2 days.